Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient contacted the ¿assist technology¿ emergency telephone line due to increased pump parameters. And an immediate admission to the hospital was set up. The left ventricular assist device (lvad) data showed a rise in pump values beginning on (B)(6) 2017, followed by a normalization of the values beginning on (B)(6). Beginning on (B)(6) 2017, there was a renewed increase and over time the historical maximum power consumption was exceeded by 0.5 watts. The blood examination showed significantly increased hemolytic parameters and the acoustic measurement pointed toward an imbalance in the rotor. Lysis therapy on (B)(6) 2017 resulted in a normalization of pump parameters, hemolytic parameters, and the acoustic measurement. Beginning on (B)(6) 2018, there was a renewed worsening of all values, and thus further lysis therapy was carried out on (B)(6). After a brief improvement in values, lysis therapy again had to be performed on (B)(6). The lysis therapy improves the values, but only up until (B)(6). Upon further worsening of all parameters, the pump was replaced on (B)(6) 2017. An examination of the pump showed thrombotic material on three of the four bearing surfaces, on the outer circumference of the rotor, and its base. There were also massive stress marks on the base of the rotor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hw3731 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via log analysis which revealed an increase in power consumption beginning on (B)(6) 2017. No high watt alarms have been logged until (B)(6) 2018. Of note, it was reported that multiplelysis therapies were administered. Additionally, visual examination of the explanted pump revealed thrombotic material inside the pump and abrasion marks on the impeller surface. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.